Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. The customer reported that the device was to be serviced in house and requested that the work order be cancelled. No further actions were performed by philips, and the record was cancelled. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "proximal pressure sensor calibration data" error code (1107). The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a "proximal pressure sensor calibration data" error code (1107). The rse noted that when the integrity of the calibration data cannot be verified for the proximal pressure transducer, the proximal pressure is not measured and pressure-related alarms are compromised. Onsite service was requested. Investigation ongoing / resolution pending